Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient received a vibration from the patient notifier. There had been a single occurrence of less than 180 ohms impedance, after a solid history of impedances between 900 ohms and 1100 ohms.